Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported. It was further reported the greenfield inferior vena cava (ivc) filter was positioned so the hooks would attach at the l3 vertebrae area. The device deployed nicely with no migration or angulation. All hooks were symmetric. Imaging during implant procedure revealed the ivc filter was placed with the legs overlying the superior aspect of the l2 vertebra. The ivc filter was visualized on (B)(6) 2016 when the patient had a shortness of breath. A CT scan on (B)(6) 2017 revealed the greenfield ivc filter was in place with the proximal tip positioned just left to the renal vein. The filter was angled 9 degrees to the left. One of the anchoring struts, farthest to the right, mildly perforated and extended beyond the vessel wall. There was no ivc stenosis or evidence of retroperitoneal hematoma.